Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Requested the product for investigation but the product was not available. Therefore, no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus, the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: after initiating support, patient was supported for roughly 1.5 hrs when the top luer port on the arterial side of the oxygenator blew off and blood came flowing out. They were able to stop the leak and prime a second circuit to keep the patient supported. The damaged circuit was thrown out with the bloody mess. No harm to the patient was reported. (B)(4).